Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7808642. Common device name: scs lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7816231.

Event description:
It was reported that the patient has two out of their four l5 and s1 leads that have invalid impedances, one has low impedances, and the other has high impedances. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
A patient experiencing invalid impedance was reported to abbott. No further intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.